Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when manually removing the red closure on a bd vacutainer® z 7 ml 13x100mm tube, the tube broke at the opening. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and glass breakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and glass breakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.